Event description:
A user facility's facility administrator (fa) reported that the end cap on a fresenius optiflux dialyzer popped off and introduced air into the system. It was reported that the caps have hit employees, however no medical intervention was required as a result of the event. This issue has resulted in the dialyzer leaking normal saline (ns) on the floor creating puddles. Additional information obtained through follow-up with the facility administrator (fa) revealed that the issue has occurred during priming and at the end of hemodialysis (hd) treatment. The fa reported that there were no patients involved with this issue and while caps have hit employees, there has been no medical intervention as a result. There was no patient involvement, serious injury, or adverse event reported. The complaint device is not available to be returned to the manufacturer for evaluation. The number of incidents, occurrence dates and lot numbers are not known.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's facility administrator (fa) reported that the end cap on a fresenius optiflux dialyzer popped off and introduced air into the system. It was reported that the caps have hit employees, however no medical intervention was required as a result of the event. This issue has resulted in the dialyzer leaking normal saline (ns) on the floor creating puddles. Additional information obtained through follow-up with the facility administrator (fa) revealed that the issue has occurred during priming and at the end of hemodialysis (hd) treatment. The fa reported that there were no patients involved with this issue and while caps have hit employees, there has been no medical intervention as a result. There was no patient involvement, serious injury, or adverse event reported. The complaint device is not available to be returned to the manufacturer for evaluation. The number of incidents, occurrence dates and lot numbers are not known.

Manufacturer narrative:
Plant investigation: the dialyzer caps were manufactured after a planned product design change. This product previously included four caps with each dialyzer and after the change, each dialyzer included two caps to be used on both ports. They require the user to press the caps securely into place on the ports rather than screw them in as with the previous design. During investigation it was observed that users were applying the twist technique to secure the caps since the instructions for use (IFU) did not indicate the new push method for securing the caps. It was indicated that updates to the IFU were made as part of the design change evaluation for the new dialyzer cap, however the instructions were focused on how to transfer the caps from the end of the dialyzer to the dialysate port due to the reduction from four caps to two caps. In addition, the prior ¿twist¿ method of securing the cap was not included in the IFU therefore the method for securing the new cap was not considered during the change. It was indicated that the caps do not pop off the dialyzer when the caps are secured and priming and disposal are performed in accordance with the instructions. Flow rates, clamping, and disposal instructions are all covered in the instructions of the dialysis system. A production records review was performed on the reported lot. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. Dialyzer instructions have been improved to include information on adequately securing the cap therefore the cause of the event can be attributed to labeling.